Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that while attempting to implant this right ventricular (rv) lead the subclavian artery was perforated and the lead was in the aorta. Vascular surgeons were called into the procedure to repair the area. Vascular access was obtained and the lead was successfully placed in the right ventricle but exhibited decreased sensing. Repositioning was recommended but the physician was hesitant due to possibly causing more damage. The boston scientific field representative discussed the consequences of undersensing however the physician elected to keep the lead implanted as is.